Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the manifold valve is leaking. As stated on the repair statement additional malfunction on this device: no alarm or power.